Event description:
Spontaneous report, from the united kingdom. Local reference: #(B)(4). Quality complaint opened. Linked cases # (B)(4) (the same suspect product, similar reaction, different patient and same reporter). An initial serious case report received on 24-mar-2021 from a dentist via our sales representative by email and additional information received on 16-apr-2021 from quality assurance department. Course of events: this case described ultra safety plus twist - usp device breakage with twisted needle during intraligamentary injection for a dental procedure on tooth lower left 6, on an unspecified patient. The incident occurred on (B)(6) 2021 and it was specified that following the injection, the device was broken on upper part leading to the needle to broke in the gum of patient's mouth. Dental needle size and state of injection site were not provided. No information on the use of the device were provided including if an excessive pressure was exerted during the injection and if the patient has sudden movement. No information was reported on clinical signs and the impact of this incident for the patient. However, the company considered this incident as serious report with criteria of required intervention to prevent permanent impairment/damage (devices). Outcome: at the time of this report, the patient's outcome was unknown. Based on the first analysis from qa department: a photo provided on the device ultra safety plus twist shows that the usp twist has not been previously locked by a twist before use as mentionned in the instruction for use, so that the tabs come to be lodged in the "l-shape". This situation was tested and reproduced with the product leading to the same issue occurrence, consistent with the photo received. The final investigation report concluded that the cause of the defect was the use error of usp twist and usp twist handle during assembly: the rupture in the insertion zone proved the ergot the handle was not "twist" in the l-shape of the usp twist. No information on the batch for ultra safety plus twist provided. No more information expected. Sender's comments causality assessment on 30-mar-2021, on initial information received on 24-mar-2021: re assessment done on 23-apr-2021, on additional information received on 16-apr-2021: a. Seriousness: serious - required intervention to prevent permanent impairment/damage (devices). B. Listedness/expectedness: needle issue: unexpected gb. Device breakage: unexpected gb. Foreign body in mouth: unexpected gb. C. Causality. A) latency - compatible. B) recognized association - no. C) analysis -in this case, the plastic twist end broke, the whole syringe came undone and needle twisted. Device breakage may occur with excessive pressure exerted, a wrong assembly of the device following a non-observance of the instructions for use of the device. This seems to have led to the device disassembly and needle twisting based on analysis from quality department, the cause of the defect is the use error of usp twist and usp twist handle during assembly: the rupture in the insertion zone prove that the handle was not "twisted" in the l-shape of the usp twist. This is the second breaking incident reported with usp twist but reported by the same reporter, so pending quality investigations and in the absence of other anteriority on the batch and incident, no CAPA is required. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on information available, the reported incident ultra safety plus twist- usp device breakage may have occured because the device was not correctly locked as shown in the photo provided. Addtional information on the local anesthesia and the use of the device if an excessive pressure was exerted during the injection and if the patient has sudden mouvement are requeted and quality investigations are ongoing to rule out any defect. Initial actions (corrective and/or preventive) implemented by the manufacturer: this is the second breaking incident reported with usp twist but reported by the same reporter. Based on information available on the potential root cause and the absence of similar incidents, no CAPA is required pending results of quality investigation or additional information requested. Possible root causes/causative factors and conclusion the cause of the defect is the use error of usp twist and usp twist handle during assembly: the rupture in the insertion zone prove the ergot the handle was not "twist" in the l-shape of the usp twist. We recommend a formation of the practitioner about use of usp twist part a with usp twist part b (handle).

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on information available, the reported incident ultra safety plus twist- usp device breakage may have occured because the device was not correctly locked as shown in the photo provided. Additional information on the local anesthesia and the use of the device if an excessive pressure was exerted during the injection and if the patient has sudden movement are requested and quality investigations are ongoing to rule out any defect. Initial actions (corrective and/or preventive) implemented by the manufacturer: this is the second breaking incident reported with usp twist but reported by the same reporter. Based on information available on the potential root cause and the absence of similar incidents, no CAPA is required pending results of quality investigation or additional information requested.

Event description:
Spontaneous report, from the (B)(6). Local reference: #(B)(4). Quality complaint opened. Linked cases # (B)(4) (the same suspect product, similar reaction, different patient and same reporter). An initial serious case report received on 24-mar-2021 from a dentist via our sales representative by email. Course of events: this case occurred with a patient of age, gender and medical history unspecified and reported ultra safety plus twist - usp device breakage. On (B)(6) 2021, the dentist used a suspected dental needle ultra safety plus twist by intraligamentary injection (batch and exp. Date were not provided) prior to the dental procedure on lower left 6. Following this injection, the dentist complained of breakage on upper part of ultra safety plus twist leading to the needle to broke in the gum of patient's mouth. Dental needle size and state of injection site were not provided. No information on the local anesthesia and the use of the device were provided including if an excessive pressure was exerted during the injection and if the patient has sudden movement. No information was reported on clinical signs and the impact of this incident for the patient. However, the company considered this incident as serious report with criteria of required intervention to prevent permanent impairment/damage (devices). Outcome: at the time of this report, the patient's outcome was unknown. Based on the first analysis from qa department: a photo provided on the device ultra safety plus twist shows that the usp twist has not been previously locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape". This situation was tested and reproduced with the product leading to the same issue occurrence, consistent with the photo received. Sample available for the final analysis. Sender's comments: causality assessment on 30-mar-2021 by (B)(6), on initial information received on 24-mar-2021: seriousness: serious - required intervention to prevent permanent impairment/damage (devices) listedness/expectedness: needle issue: unexpected gb. Device breakage: unexpected gb. Foreign body in mouth: unexpected gb. Causality. Latency - compatible. Recognized association - no. Analysis - in this case, the upper part of usp twist and the needle broke during injection. Device breakage may occur with excessive pressure exerted, a wrong assembly of the device following a non-observance of the instructions for use of the device. Based on a preliminary analysis from quality department, the usp twist has not been previously locked by a twist which may be considered as the most probable explanation for the incident. Quality investigation to rule out any defect is ongoing. This is the second breaking incident reported with usp twist but reported by the same reporter, so pending quality investigations and in the absence of other anteriority on the batch and incident, no CAPA is required. Dechallenge - na. Rechallenge - na. Concluded causality who: unlikely.